Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that she was able to give herself insulin at night. When they woke up the next morning, there was nothing on the screen. They changed the battery but the screen was still blank. The customer's blood glucose level during the incident was 463 mg/dl. The customer declined troubleshooting for the high blood glucose. Troubleshooting was performed. The insulin pump had not been dropped or bumped. The customer was advised to insert a new battery and the display had returned. The customer was advised to remove the battery for 10 minutes and to clean the battery cap. The customer then inserted a new battery but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device was received with normal operating currents and no unexpected off no power, low battery, batt out limit and failed battery test alarms during testing. The device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.